Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason and addition of lead to gain better coverage. The patient was doing well postoperatively and the explanted ipg was not return as it was kept by the facility.